Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the msm20 clip turned sideways in the device, which caused blockage, therefore subsequent clips could not be fired. No further information could be obtained, concerning this event, by the affiliate.